Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant during a revision procedure to replace a device for normal battery depletion. After connecting leads to the device all measurements were verified within normal limits. Induction testing was then performed wherein a shock on t-wave was delivered inducing ventricular fibrillation (vf). A shock was then delivered but a message immediately appeared on the programmer indicating an error code 1004 indicative of a shock into a shorted lead condition. The vf was not terminated and the patient was externally cardioverted resulting in sinus rhythm. The device was reinterrogated and all lead parameters including shock impedance remained constant and within normal limits. A commanded shock was then attempted but no shock was delivered and the programmer then displayed an error code 1006 indicating high energy detected by the device. Suspecting an issue with the ICD, a second device was attempted and measurements were again unchanged and within normal limits. While attempting to test the device via commanded shock the physician reported another error code 1006 was observed and a popping sound heard from the device pocket. The physician then attempted to implant a new rv lead but could not gain venous access. As a result the physician capped and surgically abandoned both of the patient's leads and additional review will be performed in the future to determine course of action. No additional adverse patient effects were reported.